Event description:
The green was not being removed during a pka case. This was extremely frustrating and made the case more difficult. With tka when this happens its a lot easier to tell what you still need to get. Pka is brutal. Case type: pka (mics).

Manufacturer narrative:
Reported event: it was reported ¿the green was not being removed during a pka case. This was extremely frustrating and made the case more difficult. With tka when this happens its a lot easier to tell what you still need to get. Pka is brutal. Case type: pka (mics)¿ product evaluation and results: review of the case session files was not performed as case session data was not provided. Product history review: a review of device history records shows that (B)(6) was inspected on 13/05/2013 and was handled via npr. A review of the data revealed that the non-conformances is not related to the failure alleged in this complaint. Complaint history review; a search of the complaint database under device identification pn 209999 reports no similar complaints for pka software - software error. Conclusions: the failure could not be determined as no case session data or logs were provided after three communication attempts were made. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The green was not being removed during a pka case. This was extremely frustrating and made the case more difficult. With tka when this happens its a lot easier to tell what you still need to get. Pka is brutal. Case type: pka (mics).